Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the extension line was found separated from the juncture hub during placement. The catheter was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one single-lumen cvc and a non-arrow luer connector tubing for investigation. Visual inspection revealed the distal extension line was separated directly adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The total length of the catheter body measured 206 mm which is within specifications of 201.5mm - 210.5 mm per catheter product drawing. The outer diameter of the distal lumen measured to be 2.13mm which is within specifications of 2.13mm - 2.21mm per product drawing. The inner diameter of the distal lumen measured to be 1.45mm (0.059") which is within specifications of 1.42mm - 1.50mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection could not be performed on the distal extension line since the luer hub was separated. A device history record review was performed with no relevant findings. The IFU provided with this kit states the following: "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported the extension line was found separated from the juncture hub during placement. The catheter was replaced. No patient harm reported. The patient's conditon is reported as fine.